Event description:
Used a blue staple load followed by a white load without issue. Then used another white load and that did not fire properly, followed by another white load that also did not fire properly. No patient harm. Manufacturer response for stapler, ethicon (per site reporter). Manufacturer will investigate.